Event description:
The customer report there was a filament regulator error that occurred during a procedure with pt involvement. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed and on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.